Event description:
Complainant stated that he purchased two contact lens from MFR and one of the vials had a proprietary cap and the other vial contained a generic cap with red tape. He believes the MFR selling contact lens with defective packaging. Reporter contacted reasonable explanation for the red tape and the generic cap.